Event description:
The pt was implanted with a left ventricular assist device (lvad). Approximately 11 months post-implant, it was reported that the pt was in the hospital and was found unconscious. The ECG showed ventricular fibrillation and the pt received CPR immediately. The pt also received inotropes and defibrillation. It was reported that the pt's system controller displayed three dashes and no alarm had sounded. After approximately 1 hour later in the ICU, the pt was connected to a power module and the system monitor alarmed and displayed a low flow alarm. The pt was disconnected from the power module to have a CT scan done. The system controller displayed again three dashes and no alarm or low flow message appeared. The pt was reconnected to the power module and the system monitor displayed a low flow alarm and the system controller displayed the three dashes.

Manufacturer narrative:
The pt suffered massive brain bleeding and an unk amount of time later, the pt expired. A death is reported under MFR report #0002916596-2014-00604. The MFR is attempting to acquire the system controller for analysis. No further info is available at this time. A supplemental report will be submitted when the MFR's investigation is completed.